Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced facial nerve stimulation, leading to loss of benefit. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are no plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.